Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer reported that in the middle of the night last she found sensor on the floor. The pump went off to change the battery and she woke up to change the battery and he sensor was on the floor. Blood glucose was over 400mg/dl. Patient's current blood glucose was 400mg/dl. Based on customer report customer does not allege pump was under delivering. Customer declined to perform the high pressure test. They ran selftest and it passed. The insulin pump will not be returned for analysis.